Event description:
She said she got up in the night to self-treat with orange juice because she was having symptoms of hypoglycemia, fell and broke her femur. She was unable to self-treat following the fall. She said paramedics gave her glucose via IV while taking her to the hospital, where she received treatment for the broken femur but no further treatment for hypoglycemia. The customer said she has used a minimed insulin pump for 16 years. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).